Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#1627487-2019-12438. It was reported that the patient was experiencing ineffective stimulation due to high impedances on two lead contacts. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg and lead were explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.